Manufacturer narrative:
A visual inspection was performed and a pinhole leak at the tubing/coil connection line was confirmed. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. It was confirmed the correct tubing was used. The product is sampled during manufacturing and again at final inspection and no non-conformances were noted. Upon investigation of the returned product, it was determined that the original tie wraps had been removed and a large tie wrap was placed over the leak. The tie wrap was removed and the affected area was magnified. A half radius cut and small hole was found at the top of the radius. A tie wrap mark was found around the top of the coil which is indicative of the tie wrap having been pulled out of place. There was no report of a leak during priming of this device by the facility, as a result, the evaluation of the device concluded that the most likely root cause for the leak can be attributed to handling in the hospital. This event has been determined to be a facility handling issue. (B)(4).

Event description:
There was a pinhole leak found at tubing/coil in interface. There was no patient injury and no other patients affected as per dr. (B)(6).

Manufacturer narrative:
(B)(6) 2017 01:39 pm (gmt-4:00) added by (B)(6) (pid-001043): the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed we will send a supplemental report with our additional findings. (B)(4).

Event description:
There was a pinhole leak found at tubing/coil in interface. There was no patient injury and no other patients affected as per dr. (B)(6).